Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 15 mg/ml, dose 3.895 mcg/day) via an implantable pump for spinal pain and post lumbar laminectomy syndrome. At the time of this report, the pump was in minimum rate mode. On this report date, an alarm was heard and confirmed by telemetry; the critical alarm was due to low battery reset. Pump logs were checked. There were no patient symptoms reported additional information from the health care professional indicated that the patient was referred to the neuro surgeon to get a new pump implanted. The cause of low battery reset was reported as "adding personal therapy manager (ptm) on (B)(6) 2016, unsure of low battery reset". The event was not resolved as a new pump was needed. Per the print report provided, the estimated elective replacement indicator (eri) was 17m. The session data report showed that pump was in safe mode on (B)(6) 2016, on this day, the pump rate was changed to minimum rate. Multiple low battery reset events were logged on (B)(6) 2016 between 9:54 and 10:01.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance and motor feedthrough anomaly and shorting across the insulator.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 stated manufacturer representative (rep) called for more information on resets and low battery alarms. General questions and pump function was discussed. Per rep, patient's pump was replaced last night ((B)(6) 2016). Pump will be returned for analysis.

Manufacturer narrative:
Event was changed from a malfunction to a serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.